Manufacturer narrative:
Upon disassembly for visual inspection the latch was worn.

Manufacturer narrative:
A follow up report will be filed when the quality investigation has been completed.

Event description:
It was reported that the universal handswitch continued to run when switching from the run and safety modes during a routine equipment evaluation at the user facility, by a manufacturer's service technician. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
It was reported that the universal handswitch continued to run when switching from the run and safety modes during a routine equipment evaluation at the user facility, by a manufacturer's service technician. There was no patient involvement, and there were no user injuries or adverse consequences.